Manufacturer narrative:
This incident occurred outside the united states. No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
Patient reported insulin leaking while using the infusion sets. Patient stated insulin was seen on her clothing and was unsure of the cause. Patient reported it would hurt when she attempted to bolus. Patient stated she felt it may have been due to a bent infusion set cannula. Patient used the insertion assist plus device to insert the infusion set. Patient reported once when she removed the infusion set, the cannula was kinked. Patient stated she first noticed the issue in (B)(6) 2011. Patient reported 2 occasions of erratic blood glucose readings that would cause an e4 (occlusion) error. Patient was unable to provide results history. Patient no longer had the alleged infusion sets. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.